Event description:
A malfunction code "malf 24" was reported with a pump, but there were no notable events preceding the malfunction, and it did not adversely impact the customer's blood glucose level. Technical support decided to replace the pump since the malfunction code was not resettable. The customer was informed about the updated software in the replacement pump and given instructions on storage mode and pump return. The customer was also advised to program settings and connect the cgm to the new pump, which they acknowledged. Customer reverted to an alternative method of insulin therapy.